Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant, the physician placed this whisper wire in the coronary sinus and when the nurse backloaded the lead over the wire, the stiff portion of the proximal part perforated the lead. There was no harm to the patient. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field f10 patient code, device code and h6 patient code. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. However, visual inspection revealed a punctures hole neat the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. Thus, the insulation damage allegation was confirmed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant, the physician placed this whisper wire in the coronary sinus and when the nurse backloaded the lead over the wire, the stiff portion of the proximal part perforated the lead. There was no harm to the patient. This lead was replaced and never in service. No adverse patient effects were reported. Additional information received which is indicated that a whisper wire perforated the lead near the "pig tail" bend at the distal end. No adverse patient effects were reported.